Event description:
The initial attorney report alleged pain complications, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - repair of incisional hernia with composix kugel mesh. On (B)(6) 2006 - admitted for post operative pain and ileus, and uti. On (B)(6) 2007 - multiple office visits, pt reports abdominal pain and tenderness. There is no evidence of infection and the incision is well healed. CT scan is unremarkable for recurrence of folded up mesh. On (B)(6) 2007 - due to abdominal symptoms the pt underwent excision of composix kugel mesh and repair of recurrent ventral hernia with a non-bard graft. Reportedly, the mesh was well incorporated, it was not wrinkled or folded over, and it appeared to be intact. Some loose and think adhesions were noted to the underside of the mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. Based on the info available there is no connection that can be made between the pt's abdominal symptoms and any issue with the device. As such no conclusions can be made at this time. If additional event/or evaluation info is obtained a follow up MDR will be submitted.